Event description:
The report stated that the jaws of the ligasure atlas would not open the first time the device was applied to pt tissue. A ligasure v handpiece was used to complete the surgery.

Manufacturer narrative:
To date, the incident sample has not been returned. Add'l questions in regard to the incident have been asked of the customer. If the incident sample is returned or add'l info pertinent to the incident is rec'd, a f/u report will be submitted.